Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a rv (right ventricular) threshold rise on the right ventricular (rv) lead, and that there has been high threshold for several months. Reprogramming was done and the rv lead remains in use. The patient is enrolled in the adaptresponse study. No patient complications have been reported as a result of this event.